Event description:
Same case as MFR report #: 2134265-2009-04023, -04025. It was reported that during a carotid artery stenting procedure filterwire removal difficulty and migration occurred. The filterwire ez was successfully deployed, predilation was performed, a 10x24mm carotid wallstent was implanted and fully deployed at a bifurcation of the left internal and common carotid artery. The stent was post dilated. Upon attempting to remove the filterwire ez, the physician experienced difficulty maneuvering the filterwire past the proximal portion of the carotid wallstent. A bent tip retrieval sheath was also attempted, but the filter "migrated". The loop of the filterwire was not captured in the retrieval sheath. The filterwire was removed with the access sheath in an open loop state. The vessel involved was reported to be moderately tortuous and moderately calcified at the proximal portion of the carotid wallstent. There were no pt complication as a result of this event.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).